Manufacturer narrative:
(B)(4).

Event description:
The deep brain stimulator turned off by itself. The pt was unable how it got turned off or when, but was able to turn stimulation back on. The pt was unable to tell from his symptoms if therapy was off because they are still similar to how they were prior to implant. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.